Manufacturer narrative:
Follow-up was attempted; however, the patient-related fields in section a and detailed product information were not provided to bsc. As the product lot number remains unidentified at this time, the complete unique device identifier (UDI) and other specific product details cannot be provided. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a stroke and stent occlusion following the procedure. The patient presented for a transcarotid revascularization (tcar) procedure, during which the enroute transcarotid stent system (tss) was selected for use. It was reported that the patient experienced a stroke and returned to the hospital, where computed tomography angiography (cta) demonstrated stent occlusion. No other complications were reported. Information regarding medical or surgical interventions was unknown. Blood pressure was reported as stable during and after the procedure, and the patient was reportedly compliant with antiplatelet protocols.